Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys tsh results for one patient tested on a cobas 6000 e 601 module and a cobas 8000 e 602 module. The date of the event was requested but not provided. It was unknown if the patient's initial elescys tsh result was reported outside the laboratory. The patient's sample for testing on an abbott architect analyzer. On (B)(6) 2022, the sample was provided for an investigation and tested on an e 602 module. Refer to the attachment on the medwatch for all patient data. The e 601 module serial number was (B)(4). The tsh reagent lot number was 552878 with an expiration date of 30-jun-2022. The e 602 module serial number was (B)(4). The tsh reagent lot number was 574298 with an expiration date of 30-sep-2022.

Manufacturer narrative:
The patient's sample was provided for further testing. The investigation confirmed the customer's tsh result. Upon further investigation of the patient sample, an interferent against the ruthenium label component of the reagent was confirmed. This interference is covered in product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem.